Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead could not be implanted due to an unspecified malfunction. A replacement lead was implanted without consequence to the patient.